Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type extension. Product ID neu_unknown _lead. Product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had eroded through the skin. The ins was reportedly (B)(6). The extensions had to be cut to remove the ins. Two days later, it was reported that there had been no re-implant yet as the lead required an extension type that had been discontinued for a few years already. The patient was not receiving effective therapy. The lead and part of the extension were still inside the patient. Further information was needed before a total revision could occur. Approximately a week later, it was reported that there was no current extension type that would fit with the ¿(B)(6) lead¿. A complete revision was "likely going to be required".